Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection by their mother. The customer experienced nausea and had ketones (level unknown). The customer reverted to an alternate method of insulin therapy.